Event description:
Had acdf surgery on c5 and c6. The zephyr plate system was used, two of the four screws are angled through the vertebra and into the disc space below. Also there is lordosis due to the procedure, numbness pain loss of strength and loss of range of motion in the neck. Reason for use: stenosis and bulging rupture disc.